Manufacturer narrative:
(B)(4). Date sent: 7/26/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify where the 2mm hole was in the packaging? Was it found in the white out shipper box, blister or tyvek? Was the sterility of the device compromised as a result of the hole?

Event description:
It was reported that during an unknown surgery, a 2mm hole was found on the package before the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n92p91. The analysis results found that er320 device was returned inside its package unopened. Upon visual inspection, it was observed that the (B)(4) from the packaging was damaged; it was noted to have cut in the (B)(4)., the cut was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.